Manufacturer narrative:
The insulin pump had blank display due to corrosion on electronics. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 347 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The insulin pump was returned for analysis.